Event description:
Prior to procedure, the device was noted to be in backup vvi mode. The device was replaced and the patient was in stable condition.

Manufacturer narrative:
No conclusion code available. The reported event of bvvi was confirmed. The device was received in backup operation due to power-on-reset. The device image was corrupted consistent with a code download issue. No additional information could be retrieved. Analysis performed after reloading product code indicated normal device characteristics. Power-on-reset could not be reproduced. Device history record was also reviewed and all manufacturing operations have been completed.